Event description:
Customer reported being hospitalized due to high bg/dka. Troubleshooting was performed and pump appeared to be functioning normally. Clamp was sent to customer and instructed customer to monitor their bg levels. Advised customer to call when clamp arrives to run a high pressure test.